Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump had to press more than once to get respond. Customer stated the insulin pump had unexplained no delivery alarms had to rewind to clear alarms but did not press to button for clear alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.